Event description:
It was reported that prior to the start of a da vinci-assisted sigmoid colectomy surgical procedure, user informed the technical support engineer (tse) that there was no resistance on usm3 when it was clutched. The user reporter noted that when the surgeon used the usm3, the instrument operated normally. An error log indicated error 23008 at startup related to usm3 axis 1. The user continued with the procedure using the same system configuration without further issues. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the clinical representative said that the field service engineer (fse) came out to fix the problem and was unable to replicate the issue and did all appropriate checks/test which it passed and will continue to monitor if it presents again in the future.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was not confirmed. The fse was unable to reproduce reported problem. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation. The probable root cause cannot be determined based on the information provided and fse's field evaluation. The fse was unable to reproduce reported problem. The fse's service visit did not reveal any issues related to the customer reported event.